Manufacturer narrative:
Review of manufacturing records found nothing that would cause or contribute to the reported incident. Released product met all visual and dimensional requirements during the manufacturing process.

Event description:
Pt was implanted with a distal fibula plate and a distal tibia plate and screws on (B)(6) 2011. Post operatively pt developed an infection and was returned to the operating room on (B)(6) 2012 for irrigation and debridement. The hardware was removed intact and no new hardware was placed. Pt treated with antibiotics. This report is #2 of 16 for the same event.